Event description:
At the initiation of a phacoemulsification procedure the patient reportedly experience a corneal burn at the incision site. The surgeon stated that there was a burning smell coming from the unit. The patient required unanticipated sutures to close the wound.